Manufacturer narrative:
The ge representative performed an on site investigation. The left monitor was replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system's left monitor displayed only half of an image. No pt injury reported.